Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2011 complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter was visually examined and found to have a hole at the 13cm mark. The appearance of the hole is consistent with catheter tubing that has ruptured or burst due to over pressurization. No other damage was noted to the sample. The directions for use (dfu) packaged with this device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. Included are the instructions: "flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters." Based on the visual eval of the sample and the supporting info provided by the vas supervisor ((B)(4)), the most likely root cause for the ruptured catheter is not a design or mfg defect, but rather that the catheter became occluded and was flushed with a syringe that was of a smaller volume than 10ml, causing the catheter to become over pressurized and ultimately rupture. This technique is contraindicated in the dfu. Navilyst medical process controls for this PICC device include 100% visual inspection for defects or damage, guidewire insertion testing to insure lumen patency, and air leak testing. End-of-lot aql inspection for this device also includes a fluid burst test to verify the burst strength of the catheter when pressurized with fluid. (B)(4).

Event description:
As reported, difficulty was encountered in infusing or aspirating a 5f PICC which had been indwelling in the pt's upper arm. When the PICC was removed, a hole was observed in the catheter tubing. An MRI study had been conducted the day the PICC was removed, but no PICC performance issues were noted at that time. The complaint rptr's opinion was that the "hole in catheter tubing was likely due to catheter occlusion and nurse attempted to flush PICC with less than 10ml syringe." No injury or complications occurred and no new PICC was placed, as the pt's treatment was discontinued.